Event description:
Customer reported via phone call that the screen on the insulin pump is cracked and is blank on the left side and customer is unable to read display. The insulin pump fell out of the customer's pocket and the frame of the chair causing it to break. Blood glucose value was 323 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. Cracked and bleeding display glass was noted.